Event description:
It was reported that the customer's insulin pump alarmed button error while he was laying on the sand at the beach. The customer stated the insulin pump was nowhere near the water. The customer's blood glucose was 111 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.